Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the atrial lead exhibited noise causing auto mode switch episodes. Noise was easily reproducible in clinic. There were no changes in other lead parameters. No intervention was planned. The physician will continue monitoring the patient. The patient was stable before, during and after device interrogation.